Manufacturer narrative:
Visual evaluation shows the fluid contamination and corrosion found inside the plunger head. Functional testing was conducted and reported failure mode was confirmed. The cause for this event is the fluid contamination and corrosion found inside plunger head and the force sensor and plunger cable were not operating as intended. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the device forced sensor error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.